Event description:
Event description guidant received information that this ventricular active fixation lead was not capturing at maximum outputs, and was confirmed to be dislodged by x-ray, one day post implant procedure. This was felt to be related to the patient being very active during the night and moving his left arm frequently, even taking it out of the sling. There was no allegation of malfunction against the lead. There were no adverse patient effects.